Event description:
A customer reported a malfunction alert with code malf 12, and there was no adverse impact on the customer's blood glucose level as it did not exceed the specified threshold. Technical support provided the customer with information on how to reset the pump and assisted with the process. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump while understanding the instructions to call back if the issue reappeared.